Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6) 2017. The customer stated that the seizure might not have been related to diabetes because blood glucose level prior to the seizure was around 80 mg/dl and 111 mg/dl while in the ambulance, but the doctor was not sure yet if it was caused by low blood glucose. The doctor was still trying to determine the cause. The customer was using the insulin pump at the time of the incident. Troubleshooting was declined. The insulin pump will not be returned for analysis.